Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred occasionally 1/5/2026 and 1/7/2026. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
G3 date received by mfg - correction. H2 - correction.

Event description:
Subsequent to the initial MDR, a correction is required